Event description:
Patient reported experiencing infusion set tubing separating the week prior. She indicated that the separation occurred while sleeping. When she awoke, she could smell insulin and noticed the infusion set tubing had separated. She indicated the her blood glucose was elevated to 405 mg/dl. Patient stated that she felt dry mouth, thirsty, and not good. She changed the infusion set and her blood glucose level returned to normal. Patient did not report any physiological effects associated with this issue. Product was requested to be returned for evaluation.